Event description:
A patient reported experiencing inaccurate low results with an ot basic enhanced meter. The patient's blood glucose results were 56, 68, 20mg/dl. Tests were done within 10 minutes with a difference of 21mg/dl. Patient did not experience any adverse events. No further information has been reported.